Manufacturer narrative:
The incident has been reported to manufacturer on november 2008. Results of analysis will be developed in a follow-up report.

Event description:
The valve was explanted because of a suspicion of non functioning. The doctor has requested to check the valve.